Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿a sliver of plastic was found in the needle before use.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
H.6. Investigation summary: device/batch history record review: DHR review was performed on the lot number: 7276764 the lot number was built on afa line 11, from october 14, 2017 thru october 18, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received two unused iag/bc 20ga units in sealed packages from the lot number 7276764. Received two photos submitted for review, visual/microscopic examination: units: no foreign/non-foreign material, particulate loose or embedded was observed anywhere on the returned units. Photos: photo one displayed 20ga catheter/adapter assembly with blood control. The white particulate on at the tip the catheter tubing. There was a straight line at the catheter tip with the note ¿ IV tubing stops at this red line. After that is extra material that shouldn¿t be there. That was inside the needle of the IV. Photo two displayed 20ga catheter/adapter assembly with blood control. The white particulate was removed and placed along the side of the catheter. Investigation conclusion: root cause is indeterminate. H3 other text : see section h.10

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. It was stated ¿a sliver of plastic was found in the needle before use.¿ there was no report of injury or further medical intervention.